Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. The customer has discarded the test strips.

Event description:
The initial reporter questioned inr results from coaguchek xs meter serial number (B)(4). The customer received a result on the meter of 2.3 inr. The customer also alleged a result of 1.8 inr on the meter on (B)(6) 2019. Within 7 hours of the 2.3 inr and 1.8 inr results from the meter, the result from the hospital laboratory using the "aclpops" method was 6.1 inr. At an unknown time the same day the customer passed out and hit her head. She was taken to the hospital. The customer was diagnosed with internal bleeding and received 4-5 units of blood. The stomach area where the bleeding occurred was surgically closed with clips. The customer's therapeutic range is 3.0 - 3.5 inr. Prior to the event the customer's coumadin had been increased due to low inr results. On (B)(6) 2018 the customer had a result of 2.4 inr. On (B)(6) 2018 the customer had a result of 2.7 inr. The exact date of increase is not known. Medical assessment of the event indicated that the dosage was increased correctly based on the results below the customer's therapeutic range. There was no adverse event related to the device. The customer has lupus but has tested negative for anti-phospholipid antibodies. The customer does not take any other anticoagulants. The customer is anemic. The customer's hct was 14%. Product labeling states "hematocrit ranges between 25-55% do not significantly affect the results." The customer is in stable condition. The meter and strips were requested for investigation; however, the test strips have been discarded. The meter was returned; the test strips were not returned. The returned meter was measured with master lot strips and liquid qc of a high level: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). The alleged results were not observed in the memory of the meter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.